Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia procedure and absorbable straps were used. The tip of the device fell off into the patient and was retrieved. It was not known how the tip was retrieved from the patient. The procedure was completed with another device. There were no patient consequences reported. No other information was available.

Manufacturer narrative:
It was reported that the tip was retrieved and no additional dissection required.